Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for 30 seconds. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.